Event description:
It was reported that the atrial lead fractured. The atrial lead had high impedance, high threshold, and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1, ipg, implanted: (B)(6) 2012. (B)(4).